Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval no. D10: returned to manufacturer on: na . H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305211 and lot numbers 1301735 and 1336506. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that excessive epoxy was found on/in 3 bd¿ blunt fill needles with filter. The following information was provided by the initial reporter, translated from "epoxy defect".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excessive epoxy was found on/in 3 bd¿ blunt fill needles with filter. The following information was provided by the initial reporter, translated from "epoxy defect."